Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that three years, three months post implant of this mitral bioprosthetic valve, the valve was explanted and replaced due to an unspecified infection. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicates that the patient's blood cultures tested positive for endocarditis. The organism was strep tococcus with no vegetation found on the valve. The patient was put on antibiotics, and subsequently the valve was explanted. (B)(4).

Manufacturer narrative:
Conclusion: based off the information received, the sterilization process has an anti-microbial kill on microorganisms such as staphylococcus species, and it also has demonstrated the ability to inactivate the biological indicator. The reported organism can be rendered non-viable to the sterilization process during manufacturing. Therefore, it was unlikely that the organism originally came from the device and/or manufacturing valve process. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.